Event description:
N/a.

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed, as the unit passed all specific functional tests, despite the fact that the lock had rotational and lateral movement while in the unlocked position. Worn internal parts were replaced and residue buildup was removed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp slipped and caused patient injury to a (B)(6) year old male patient who underwent a left cerebellar craniotomy procedure for tumor (posterior position) on (B)(6) 2020. The patient was initially positioned supine when the skull clamp was placed and was flipped into the prone position and attached to the base unit. The surgeon applied 70 to 80 pounds (lbs.) Of pressure. The skull clamp lost pressure within 10 to 15 minutes and the patient slipped out, causing a large 5 centimeter (cm) deep scalp laceration. The laceration was sutured. The patient was placed back in a different skull clamp, repositioned, and new navigation points needed to be taken using synaptive navigation. Synaptive reference array arm was attached to the outside of the skull clamp and then the skull clamp was attached to the base unit. There was a delay in procedure for an hour. Surgery was completed. The patient was doing fine after the procedure.